Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced an infection at implant site and subsequently was treated with antibiotics (specific type, date and duration not reported). The patient was also hospitalized and underwent a post-auricular abscess drainage procedure (specific date not reported). Subsequently, the device was explanted on (B)(6) 2024, and there are no plans to reimplant the patient with a new device as of the date of this report.